Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure. The ipg was implanted at the pt's beltline and causing discomfort. However, no further action will be taken at this time, as the pt is experiencing non-device related health issues.